Event description:
It was reported that the subject device produced a blurry image. The event occurred during setup. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion section is dented, light guide bundles at both the front and rear ends are severely folded/broken and show yellowing, component failure of the universal cord, component failure of the outer tube, light guide lens has crystallization adhering to it, the charge-coupled device (ccd) objective lens has foreign material, and component failure of the distal end cover glass. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction blurry image is component failure of the distal end cover glass. However, additional malfunctions were identified during the investigation: the charge-coupled device (ccd) objective lens had foreign material; the light guide lens had crystallization and was severely chipped, caused by component failure of the distal end cover glass; the insertion section was dented due to component failure of the outer tube; and the light guide bundles at both the front and rear ends were severely folded/broken and showed yellowing due to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.